Event description:
Have worn contact lenses for over 40 years without any problems. Purchased alcon clear care contact cleaner inadvertently believing I could also rinse with this product. Despite labeling, which did not catch my eye or distract me from use-I rinsed my contact placed it in my left eye. Excruciating pain, decreased vision. Anticipating follow up with ophthalmologist on monday once available.